Event description:
Broken tubing it was reported that upon opening the tray it was apparent that the tubing was separated from the luer lock connector at the zero reference tap.

Manufacturer narrative:
Expiration date october 2010 unit 1 - customer report was confirmed. Rec'd (1) complete flotrac kit. Tubing was completely broken off from solvent bond joint with the female connector (attached to zero-stopcock). Broken tubing was bent near the bond joint. Unit 2 - customer report was confirmed. Rec'd (1) complete flotrac kit. Tubing was completely broken off from solvent bond joint with the female connector (attached to zero-stopcock). Broken tubing was bent near the bond joint.